Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 35mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. A left bundle branch block was noted following the pre-balloon aortic valvuloplasty (bav) that a 26mm non-abbott balloon was used for. The valve was implanted. The final implant depth was 5mm from the non-coronary cusp (ncc). The lbbb persisted post-implant. The following day the patient went into complete heart block. A permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported surgery was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.